Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient received an end of battery life message for the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted device was discarded by the facility.